Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported complaint of wi-fi connection failure could not be duplicated during the functional testing process. Ccu passed all functional testing and 2 hour burn-in inside of test tower. Wi-fi function did not drop during functional testing and ccu performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re-occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a shoulder arthroscopy, the lens integrated system did not hold the wifi signal. It is unknown how the procedure was completed. The surgery was delayed for more than 30 min. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.